Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited undersensing and loss of capture (loc) in the right ventricular (rv) channel. The patient reported to the emergency department after experiencing dizziness, lightheadedness, and possible syncope. Technical services (ts) was consulted and further in office evaluation of the system was recommended. This pacemaker system remains in service. No additional adverse patient effects were reported.